Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that during a cardiomems implant procedure, the physician used an 11 fr terumo in the groin but has issues trying to draw the pulmonary artery (pa) saturation. The physician then switched to internal jugular (ij) access using another 11 fr terumo sheath, and they lost wire twice during the advancement of the delivery catheter. The physician believes it¿s because the scrub techs gloves were too wet causing them not to have a good grip on the wire. The sensor was pulled out, and a new sensor was opened and deployed successfully. They were unable to calibrate the sensor due to electromagnetic interference (emi). The abbott rep took the pressures to do the calibration off the table, and calibration was completed successfully in the recovery room. The procedure was longer than anticipated due to the two access sites and advancement difficulties, but patient did not require any additional sedation or additional medications. There were no adverse consequences to the patient, and they were discharged the same day.

Manufacturer narrative:
No device analysis results are available because the device was discarded. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive.